Event description:
It was reported that when the devices were used during a laparoscopic appendectomy, the devices did not fire correctly and had malformed staples. Another device was used to complete the case. There was no consequence to the patient.